Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
This device was explanted on (B)(6) 2018 during the autopsy of the patient who died a few days ago due to unknown causes (it seems the patient was swimming at the time of death). During the interrogation of this explanted device as requested by the physician, the pm reported operating modes with nominal parameters for battery discharge and consequent unavailability of data in memory. The user requests to recover the residual data from the pm's memory to complete the ongoing legal medical checks. This device will be returned for analysis.

Event description:
This device was explanted on (B)(6) 2018 during the autopsy of the patient who died a few days ago due to unknown causes (it seems the patient was swimming at the time of death). During the interrogation of this explanted device as requested by the physician, the pm reported operating modes with nominal parameters for battery discharge and consequent unavailability of data in memory. The user requests to recover the residual data from the pm's memory to complete the ongoing legal medical checks. This device will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
This device was explanted on (B)(6) 2018 during the autopsy of the patient who died a few days ago due to unknown causes (it seems the patient was swimming at the time of death). During the interrogation of this explanted device as requested by the physician, the pm reported operating modes with nominal parameters for battery discharge and consequent unavailability of data in memory. The user requests to recover the residual data from the pm's memory to complete the ongoing legal medical checks. This device will be returned for analysis.

Manufacturer narrative:
The preliminary analysis of the returned device revealed no irregularities.

Event description:
This device was explanted on (B)(6) 2018 during the autopsy of the patient who died a few days ago due to unknown causes (it seems the patient was swimming at the time of death). During the interrogation of this explanted device as requested by the physician, the pm reported operating modes with nominal parameters for battery discharge and consequent unavailability of data in memory. The user requests to recover the residual data from the pm's memory to complete the ongoing legal medical checks. This device will be returned for analysis.